Manufacturer narrative:
Continued h6: f2203 - imaging required. Correct reason for reoperation was "contracture". Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: non-penetrating nick observed on the device. Crease fold observed on the device.

Event description:
Physician reported left side "contracture" baker grade unknown. Physician further reported "pain on palpation and capsular contracture baker ii." An MRI reported "pericapsular liquid lamina", and "hypointense nodule". Patient reported "urgently hospitalized due to severe pain, especially in the left breast", "physician diagnosed capsular contracture grade ii but was wrong and the contracture is grade iii for IV." The device was replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture (baker grade iii-IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician additionally reported capsular contracture baker iii-IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "pain on palpation and capsular contracture baker ii", "seroma-late" on imaging on left side. The device remains implanted.